Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed a hi meter message (readings over 600mg/dl). The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 09:30am. The patient manages her diabetes with lantus insulin and metformin pills and increased her lantus dose on (B)(6) 2016. The patient reported that prior to obtaining the hi result, she had developed a "terrible headache" and that on (B)(6) 2016 at 11:00am she visited the emergency room (ER) where she had her blood glucose tested on an ER meter which gave a result of 400mg/dl and she was treated with lantus insulin and IV fluids during troubleshooting the cca noted that when the patient was walked through the issue it was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred. Although the patient had become symptomatic prior to the issue occurring, it cannot be confirmed that the meter was not reading inaccurately prior to symptoms developing.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.